Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and had to press esc button multiple times. The customer blood glucose level was unknown. It was also reported that there was crack on the battery cap and they randomly received no delivery alarm. It was also reported that the alarm lost some of its loudness. The insulin pump will not be returned for analysis.